Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 11:34:40. During night drain cycle 14, the patient's ultrafiltration reading was 1517ml, indicating the home patient (hp) drained 1517ml more than their maximum programmed fill volume of 800ml. No additional information is available.